Event description:
It was reported that while preparing for a da vinci s pyeloplasty procedure, the site experienced system message patient side cart not connected, check red cable and patient side cart power. With the assistance of an isi technical support engineer the site power cycled the system and cleaned and reconnected the patient side cart (pcs) cable, however, the message continued to occur. The patient was under anesthesia when the surgeon decided to abort the planned procedure and complete the procedure using traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the red system cable. The red system cable connects the surgeon console and the patient side cart and passes video, audio, and data during system operations. The system was repaired by replacing the affected cable. As of april 1, 2010, there have been no reported recurrences of the issue at this hospital.